Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided instructions on how to store and return the faulty pump to avoid charges. The customer was informed about programming settings and connecting their cgm to the replacement pump, which would have updated software. No backup therapy was available at the time, and the customer planned to consult with a healthcare professional.